Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. Blood glucose level at the time of the incident was 457 mg/dl. Customer was off the insulin pump because they were hospitalized. Customer had not using the insulin pump system within 48 hours of reported high blood glucose event. Customers last blood glucose reading was 304 mg/dl. The insulin pump will not be returned for analysis.